Event description:
It was reported the customer received a motor error alarm during a bolus delivery. Customer's blood glucose was 158 mg/dl. Customer's father stated they had to change their infusion set twice. The customer's father could not recall any significant events leading to the alarm. Customer's father also stated they were unable to complete the rewind sequence on their insulin pump. The father also reported a crack on the side of the battery compartment. It was also found the customer's battery was only lasting for one week on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery test and displacement tests. No motor error alarms were noted. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners, reservoir tube lip and battery tube threads and with minor scratched lcd window.